Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "the driveline tubing would not properly fit into the receiving port of the maquet iabp machine/console" is not confirmed. Although, the root cause of the complaint is undetermined the issue could not be reproduced during the investigation. The returned connector driveline tubing passed dimensional and functional specifications. No further action required at this time. Other remarks: for related complaint see MDR #1219856-2017-00311 and (B)(4).

Event description:
It was reported that during the procedure a 30 cc intra-aortic balloon (iab) was inserted. While connecting the iab driveline tubing into the port of the competitors pump, the driveline tubing would not properly fit into the receiving port of the competitors machine/console. As a result, the iab was removed and replaced. There was no reported patient death or serious injury. There was a delay or interruption in therapy that caused no harm to the patient. There were no patient complications.

Manufacturer narrative:
(B)(4). Other remarks: for related complaint see MDR #1219856-2017-00311 and tc (B)(4).

Event description:
It was reported that during the procedure a 30 cc intra-aortic balloon (iab) was inserted. While connecting the iab driveline tubing into the port of the competitors pump, the driveline tubing would not properly fit into the receiving port of the competitors machine/console. As a result, the iab was removed and replaced. There was no reported patient death or serious injury. There was a delay or interruption in therapy that caused no harm to the patient. There were no patient complications.